Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported that four days post uneventful lasik a patient reported discomfort in the left eye. Patient was seen by an affiliate doctor who noted a 4 millimeter area of stringing inferior to the pupil and some infiltrates. Patient was seen by the surgeon two days later who referred the patient to a corneal specialist. The patient was instructed to start on a topical antibiotic drop every night in the left eye. Approximately six weeks post lasik, a trace scar was noted in the left eye. All issues were reported as resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows during start up, the vacuum check, the energy check and the ablation check were successful without issue. According to the treatment report, no related treatment can be identified so a review of the complete day was performed. According to quick user manual flap planning, the user used energy settings which are also within the defined recommended arrangement of pulse energy. The energy was stable with no abnormalities. No technical problems or deviations could be identified by the logfile review. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)